Manufacturer narrative:
Patient weight remains unknown. The original implant procedure was performed on an unknown date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the revision surgery reportedly went well with no surgical delay or complications. The prodisc-l construct was removed intact. The surgeon stated that all pieces appeared to be in good condition. The patient was revised to an anterior posterior fusion. No additional information is available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. This report is for unknown for prodisc l polyethelene inlay/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient's pain did not resolve and will required additional surgical intervention to remove the pdl implant. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a prodisc l implant at the l5-s1 level of the spine. The patient is scheduled to have a revision surgery on (B)(6) 2016 and the surgeon plans to remove the prodisc l. The patient continues to have the same radicular pain that they had prior to the prodisc-l procedure. According to the surgeon the implant is placed at l5-s1 and appears to be positioned well. Ap and lateral xrays were provided and attached to this complaint. This complaint is for a prodisc l - 3 parts this report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.